Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for one week post implant wound check. The implantable cardioverter defibrillator exhibited diagnostics anomaly; a drop in battery longevity was noted. It was noted that the battery voltage was variable prior to implant, likely due to exposure to cold temperature. Since implant, the device appears to be in relaxation with the steady rising measurements. No intervention was performed; the patient will continue to be monitored.